Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch could not communicate with the base station, which can impact imaging. Upon functional testing, the fse found that the wi-fi (led) indicator on the wireless footswitch was solid red, the colour of the battery indicator was green which confirmed the problem with the wireless connection. The part analysis of both the defective parts wireless footswitch and base station were performed where 2 screws of mounting plate were found broken in wireless footswitch whereas wireless base station didn¿t conclude any malfunction however, replacement of the wireless footswitch and the base station by the fse resolved the reported issue and restored the functionality of the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It has been reported that the wireless footswitch could not communicate with the base station, which can impact imaging. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.